Event description:
At 5 days status post thoracolumbar fusion. While the doctor was attempting to remove jp drain from the patient, the proximal catheter broke, leaving the flat portion of the drain retained in the wound. The patient was taken to surgery to have it completely removed.